Manufacturer narrative:
Block e1: the initial reporter's healthcare facility name is (B)(6) hospital; reported here as it exceeded the character limit. Block h6: imdrf device code a0406 captures the reportable event of pancreatic stent bent/kinked.

Event description:
It was reported to boston scientific corporation that a advanix pancreatic stent was implanted to treat a pancreatitis in the pancreatic duct during an endoscopic pancreatic duct stent placement procedure performed on (B)(6) 2025. During the procedure, the device was inserted through the endoscope forceps channel over a guide wire. Under endoscopic monitoring, a kink (dent) was observed in the stent that emerged from the endoscope tip, and its use was discontinued. Another advanix pancreatic stent was used to complete the procedure. There were no patient complications as a result of this event. Note: it was reported that the guidewire was in the patient during the attempted deployment. Per the IFU, "if the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed."